Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedure to date. Additional information received from patient's legal counsel report patient's right total hip arthroplasty was performed on (B)(6) 2010. Further information received from patient's legal counsel report patient allegations of pain, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.